Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: the outcome of this event is there was no injury. All broken parts have been retrieved from patient's mouth. No further medical or surgical treatment is necessary. This is a follow up report for this additional information. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Notably for this reason, and also because the batch number is unknown and that DHR cannot be reviewed, root causes are not identified. We will track this kind of event and monitor the trend. For information, scaler setting specified by customer is correct according to dfu. Potential root causes may be excessive wear (number of uses not specified), technique (excessive pressure applied on the tip), machining or material issue (no analysis can be made). Root causes are not identified. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 4582. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.